Manufacturer narrative:
Additional information and correction to filing decision: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports the procedure was an l4/5 transforaminal lumbar interbody fusion (tlif). During usage, the leopard slap hammer became jammed in the open position. The instrument was removed from the surgical site and lubricated. However, jamming occurred again. The surgeon levered the trial from the disk space and case was successfully completed. There was a resulting delay of ten minutes and no adverse consequences to the patient. Concomitant device: unknown leopard trial.

Event description:
Upon further review of the complaint/event description, the MDR decision reporting rationale, and complaint trends for the slap hammer, it has been determined that the slap hammer has never been known to cause or contribute to an injury to a patient. Additionally, regarding this event, the case was successfully completed with no adverse consequences to the patient and no significant delay. As such, this is not considered to be a reportable malfunction.

Manufacturer narrative:
Visual inspection of the returned leopard slap hammer noted some residue on the sleeve of the slap hammer. A functional assessment was conducted. It was noted that upon full engagement of the slap hammer sleeve, the device jammed. However, it was indicated that the device did not render useless as referred in the event description. The device did not take any significant force to engage back to its initial starting position. A review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no observed trends for issues of this nature. The device has been in the field for approximately four years. The root cause identified in the event description as device being jammed and rendered useless cannot positively be determined. However, it was noted that device had some residue on the sleeve of the slap hammer. Additionally, a functional assessment confirmed that although the slap hammer did jam, it did not take any significant force to disengage to its normal device position. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of the device, and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.